Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a ¿force sensor bridge test¿ alarm was observed. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection and functional testing were performed, and all functional tests failed due to the ¿force sensor bridge test¿ alarm, confirming the reported issue. The probable cause was determined to be friction between the force sensor cable and the plunger gear rack, which resulted in a loose force sensor connection. The device was repaired by reconnecting the force sensor cable and adjusting the cable routing to eliminate interference. Performance verification testing (pvt) was subsequently performed, and the unit passed all testing criteria. The software was also updated.

Event description:
It was reported that during setup, the pump experienced a system failure. Upon further investigation, it was identified that the force sensor gauge cable in the plunger case was loose. The loose cable can affect the movement of plunger gear rack which can ultimately lead to device inaccuracy. There are no patient involvement and no harm/adverse event reported.